Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was in a car accident on (B)(6) 2015 because her blood glucose level was 45 mg/dl. The customer was the driver in the car accident. She was not admitted to the hospital nor taken to the emergency room but the ambulance was called. The ambulance gave her two glucose tablets and a bystander gave her orange juice. The ambulance left once her blood glucose level was 91 mg/dl. The customer was experiencing high blood glucose levels at night and low blood glucose levels during the day. She noticed the a.m. And p.m. Were set opposite on the time clock. She was assisted in changing the time zone. The device was not returned.